Event description:
It was reported that device contamination occurred. A 12mm x 3.50mm nc quantum apex balloon catheter was selected for use. However, prior to procedure, the package was noted to be crushed and has water damaged. There were no patient complications reported.